Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received two false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) and (B)(4), lot 23720h, reader sn (B)(4). Initial cue covid-19 test performed on (B)(6) 2022 provided a positive result. On (B)(6) 2022, customer tested positive with quickvue at-home otc covid-19 test. The customer also tested positive with an unspecified sars-cov-2 pcr test, brand/test date unknown. The customer reported a potential covid-19 exposure and confirmed the cartridges were stored according to instructions for use. It is unknown if the customer had any symptoms.